Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a normal device check. Upon interrogation, it was noted that the patient's right ventricular lead was experiencing loss of capture. The patient noted that they were also near syncopal multiple times in the last two weeks, along with a really low heart rate. Programming changes were made to switch the polarity from bipolar to unipolar, but the patient ultimately had a right ventricular lead revision procedure on (B)(6) 2021. The patient's right ventricular lead was capped and replaced. The patient was stable.